Event description:
It was reported that the device plunger driver not able to be removed. Evaluation of the returned device confirmed the reported issue by checking the plunger head.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Functional testing was performed. The device plunger driver not able to be removed was confirmed by checking the plunger head. The allegation made by the complainant was confirmed. The probable cause of the issue was due to missing plunger pcb. After installing and replacing the parts, the pump passed all the testing and is fully operational.